Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Healthcare provider reported that the implanted battery was not working any longer and needed to be replaced. The caller was going to follow-up with the patient and review that they should see their managing healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.